Manufacturer narrative:
Evaluation summary: the radio frequency (rf) programmer head was returned and analysis confirmed the customer comment of telemetry failure. The rf head cable was replaced. Analysis also noted that the rf head label was missing, so that was replaced. The device passed functional tests and interrogated with no issue. Concomitant medical products: product ID 2090 programmer. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 2090, programmer. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radio frequency programmer head were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radio frequency programmer head were returned for service. No patient complications have been reported as a result of this event.